Event description:
It was reported that phlebotomist was performing a blood collection procedure in the ICU. Patient was combative and following blood collection procedure with the 5312, the phlebotomist thought they activated the safety feature. "The phlebotomist removed the 5312 from the insertion site and placed it on the bed linens. The patient continued combative response with the phlebotomist trying to secure the patient and care fro bleeding venipuncture site. The phlebotomist reached toward the linens to get tape for venipuncture site and in doing so contacted the 5312 that had become "de-activated" and received a dirty needle stick injury between the thumb and the forefinger from the sharp cannula of the 5312. Later testing revealed that the patient was hepatitis positive. Rough 2 hours after procedure the patient expired. The facility does not associate the patient's death with the blood collection procedure. Patient was reported as being very sick.complaint analysis: the exact cause of the reported incident cannot be determined.